Manufacturer narrative:
UDI: (B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by the patient contact that fluid was leaking out of the cycler door during treatment. It was later discovered by the patient contact that the cassette membrane was ruptured. The patient's peritoneal dialysis nurse was made aware of the situation, although prophylactic antibiotics were not prescribed. The patient contact confirmed that the patient's effluent remained clear, no infection or symptoms of infection presented at any time, and the patient continues peritoneal dialysis treatments with no adverse events. Set was discarded.